Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised to address loosening of the tibial component at the unknown interface. Cement manufacturer is unknown.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.